Event description:
Pt self-tester reports results lower than reference with the protime microcoagulation system. Pt had a pacemaker replacement procedure. At home before the procedure, pt self-tester generated inr 1.9 on protime. Lab test performed preoperatively at hosp generated inr 2.9. Procedure postponed to end of the day since lab inr was >2.5. Pt's therapeutic range: 2.5-3.5. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Cuvette lot# not provided. Actual device not evaluated. Process eval performed. No related ncmrs, complaint trends or CAPA identified. No results available since no eval performed. Unable to confirm complaint. Device not returned.